Event description:
It was reported by the aci vascular closure specialist that a male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the right common femoral artery via a 5f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size 7 mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device was deployed and hemostasis was achieved. Additional pressure was held post mynx deployment for second stick. On (B)(6) 2012, the patient returned to the ER with a psa (pseudoaneurysm) and the patient received a thrombin injection.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.